Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedance measurements reaching out of range due to suspected fracture. This lead is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. Device history record (DHR) review: a review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: in the absence of physical analysis, the root cause of the reported high pacing impedance measurements and fracture cannot be determined.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedance measurements reaching out of range due to suspected fracture. This lead is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.